Manufacturer narrative:
(B)(4). Baxter (B)(4) spoke with the home patient (hp) who stated that he has not had any issues; this was an isolated event. The hp confirmed no adverse event resulted from this incident. This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A (B)(6) home patient (hp) contacted global technical services (gts) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain 2 of 5. The hp stated he was not connected at the time of the alarm; however, did reconnect. The technical service representative (tsr) explained se 2240 indicates air entered the set. The tsr advised of the proper way to disconnect from the hc. The tsr further assisted the hp to cycle power to clear the alarm. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention reported.